Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, cracked case at display window corner, reservoir tube lip, and minor scratched display window.

Event description:
The customer reported that he dropped the insulin pump and it damaged the screen. Troubleshooting was done. Customer's blood glucose was unknown. Customer mentioned that she he is taking lancets and humalog and customer's blood glucose was running high. Customer's most recent blood glucose was 228 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.